Event description:
It was reported that the user attempted a meal announcement on the ilet but was unable to proceed, after which the system showed drops testing and reconnection, and post-meal glucose rose from 171 mg/dl to 254 mg/dl before decreasing to 240 mg/dl; there were no alerts or alarms, and troubleshooting and education were completed with the user indicating the system appeared to be working. Customer care provided support that included review of alert notifications and functional checks through drop test and confirmation of device reconnection. Investigation of this case revealed no device alarms and no confirmed device malfunction, with glucose trending down after reconnection. No clinical symptoms associated with hyperglycemia reported. Outcomes included no escalation of care and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.